Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012 and suture was used. During the procedure, the suture broke at the knot area while closing the fascia incision site of the abdominal wall with knotted suturing technique. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Each of the two returned segments was cut at one end and broken at the other. Manipulation memory was present at one broken site that was consistent with wrapping around instrumentation for leverage. The amount of force required to cause the breakage could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.